Event description:
It was reported that the external pulse generator's atrial sensitivity "ramped" up to 50 millivolts and failed. It was further reported that the generator was returned as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of an issue with the device's sensitivity. During analysis it was noted that the upper case was damaged, the battery contacts compressed, the ring bent and that the main printed circuit board, heart lead and battery flex connectors had no medical adhesive. The device was to be scrapped in-house due to its age. (B)(4).